Manufacturer narrative:
Investigation evaluation: a review of the complaint history, device history record, instructions for use (IFU), quality control, and specifications of the device were conducted during the investigation. The complaint device was not returned so a physical examination could not be performed. Since relevant dimensions could not be measured against specification, the device cannot be confirmed to be manufactured out of specification. Additionally, a document based investigation evaluation was performed. The risks of this device are acceptable when weighed against the benefits. Cook also reviewed product labeling. Instructions for use (IFU) are packaged with this device. Relevant sections include: intended use quick-core biopsy needles are intended for soft tissue biopsy. The product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for soft tissue biopsy should be employed. How supplied. Upon removal from package, inspect the product to ensure no damage has occurred. A review of the device history record (DHR) was also conducted as a part of the investigation. The DHR for the complaint lot and related subassembly lots revealed no related nonconformances. A database search revealed no other complaints from the complaint lot at the time of investigation. Since there are no related nonconformances or other complaints from this lot, there is no evidence that nonconforming product exists in house or in the field. It is possible that the device was screwed too tightly during quality control, but this cannot be definitively confirmed. Another unknown factor may be contributing to the dtn becoming unable to be unscrewed. Based on the information provided, no product returned and the results of the investigation, a definitive root cause could not be determined. Appropriate measures are being conducted to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Additional contact information: (B)(6). Occupation: supervisor. PMA/510(k) #: k973565. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a quick-core coaxial biopsy needle set was used during an unspecified biopsy procedure. As reported, the stylet was "hard to remove" after insertion into the patient. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.